Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that asystole, pain, hypotension and pericardial effusion occurred. It was reported that a farawave catheter was selected. During procedure, the sheath and catheter were prepared appropriately. Before first ablation, atropine was administered. The catheter was positioned well in the left superior pulmonary vein (lspv) and first application was done. Then, the patient became asystole. The catheter was moved into the right ventricle (rv) and paced from there. After the situation seemed to have calmed, the procedure was continued. The patient seemed to be in pain, even after administering extra sedation. The intravenous (IV) access was checked, and it was informed to be fine. The patient remained with more reaction to pain than usually observed. It was requested again for someone to check the IV access, as sufficient sedation was administered without noticing an effect. The IV access was infiltrating or infusing into the surrounding tissue. By this time, the left pulmonary veins (pvs) had already been ablated. A new IV access was placed, medication administered and the procedure was completed without further complications. After the procedure, an ultrasound of the heart was done and a rim was noticed. Another physician was called to also take a look at it. The patient was observed and later decided to be moved from the electrophysiology (ep) lab table to one of the care units. The patient was returned to the lab, as their vital signs worsened, to perform a pericardial puncture. Approximately 200 ml of blood were removed from the pericardium and the physician said that the blood was dark and with low pressure. The physician said it most likely came from the venous system and assumed, that when moving the catheter to the rv for pacing, a perforation might have happened. The perforation was assumed but not confirmed. According to the physician's opinion, there were no issues with the boston scientific devices.